Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed critical pump error. The error number was not recorded. The main part has a crack and the key sheet was damaged. The screen also has a crack. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image due to corroded electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test due to critical pump error open book image. No moisture damage was found on the motor or force sensor during our visual inspection. No crack on the case or lcd window noted. The insulin pump had scratched case, serial number label fading, keypad overlay texture damage, stained keypad overlay, pillowing keypad overlay and minor scratched lcd window.